Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The return information was a recalled controller.

Event description:
The joystick does not turn off unless it is unplugged.

Event description:
The joystick does not turn off unless it is unplugged.

Manufacturer narrative:
(B)(4). The device in question has been returned for an evaluation. The evaluation determined that the joystick was indeed missing the switch knob, as was alleged. However, the joystick was observed to be functioning properly with respect to controlling the speed and turning off while plugged in.

Event description:
The joystick does not turn off unless it is unplugged.